Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 48 mg/dl. Suspected cause was due to having a basal rate that was too high. Reportedly, emergency technicians were called and administered liquid glucagon to address bg level. Customer updated the basal rate setting to address the event.